Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) helped the home patient (hp) clear the error and informed her of the error's meaning. The patient was connected at the time of the alarm. The patient line had been properly primed and there were no patient line extensions in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. The set was not being reused. The patient did not have pets that could cause damage to the supplies. There was no damage noted on the overpouch or carton in which the cassette was delivered, and a sharp object was not used to open either. The supplies had not been damaged by an outlet port clamp or assist device. The hp noticed that the supply bag was not completely connected, causing a leak. The hp would contact her peritoneal dialysis registered nurse in the morning to notify her of the situation. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause of the report of a system error 2240 was a loose connection. The labeling instructs the patient to tighten all connections properly. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.